Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy that clinical staff noted iab systolic/diastolic number to be trending down. It was found there was bleeding at the insertion site and the patient was on heparin drip. Blood was also noted in the tubing/catheter. Upon removal of the iab a hole was noted in the catheter. There was serious injury to the patient in this case but the facility does not attribute the injury to the device.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy that clinical staff noted iab systolic/diastolic number to be trending down. It was found there was bleeding at the insertion site and the patient was on heparin drip. Blood was also noted in the tubing/catheter. Upon removal of the iab a hole was noted in the catheter. There was serious injury to the patient in this case but the facility does not attribute the injury to the device.

Manufacturer narrative:
09/28/2017 04:31 pm (gmt-4:00) added by (B)(6): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat-gard sleeve. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy that clinical staff noted iab systolic/diastolic number to be trending down. It was found there was bleeding at the insertion site and the patient was on heparin drip. Blood was also noted in the tubing/catheter. Upon removal of the iab a hole was noted in the catheter. There was serious injury to the patient in this case but the facility does not attribute the injury to the device.